Manufacturer narrative:
Manufacturer evaluation summary - item: 001051u0, description: h33r.30.016, lot# kd8gc. Product was returned from customer and was evaluated by company personnel. The product referenced in the complaint is a carbide surgical bur. The lot referenced was packaged from bulk lot 538518. The bur was broken at the weld joint. An examination of the break site noted some voids in weld joint. This is currently considered to be within product's specification criteria. A sample of twenty (20) burs from bulk lot 538518 were selected from inventory. These burs were tested for neck strength in accordance with iso 8325:2004. All samples passed with no failures. Conclusion: breakage seems to be an isolated occurrence.

Event description:
Company representative was advised that the head of a bur broke at neck weld during the sectioning of third molar. Contacted office on (B)(4) 2010 and (B)(4) 2010 to obtain additional information, but no response.